Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ludwig's angina, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature report from (B)(6), concerns a (B)(6) female patient. She was injected with calcium hydroxylapatite for peri-orbital augmentation, facial lifting and jaw line contouring. The bilateral infraorbital areas were injected by usage of threading technique, and zygomatic areas and cheeks by usage of the fanning or cross-hatching techniques for facial lifting. Two weeks following a local injection of calcium hydroxylapatite, the patient presented to hospital with swelling, local rise of temperature and tenderness on her right lower cheek. A gradual downward and lateral extension of the erythema and swelling was observed in the following week which involved the submental and submandibular regions and the upper neck. This occurred despite administering oral antibiotics including cefadroxil, amoxicillin and rifampicin. A CT scan revealed a soft tissue swelling in the right cheek, masticator space, buccal space, bilateral submandibular and submental regions. Linear streaks over the bilateral infraorbital areas (tear trough) and several lumps over the bilateral zygomatic areas and cheeks were also identified in the reconstructed CT image. Multiple hyper-dense globules and clumps in the skin over the bilateral mid-face region, consistent with calcium hydroxylapatite deposition were seen. Dental examination showed no evidence of odontogenic infection. A clinical diagnosis of deep neck space infection was made. The patient was started on intravenous ampicillin/sulbactam (3 g every 6th hourly) for 12 days, following which the swelling and tenderness gradually subsided. A follow up CT scan after two months revealed complete resolution of the soft tissue inflammation. No recurrence was noted one year after completion of therapy. The outcome of the event was considered as resolved. The authors noted that the incidence of complications associated with calcium hydroxylapatite fillers is considered low. Infection is uncommon, and the most devastating complication is descending necrotizing fasciitis. Odontogenic infections are the most common cause of deep neck space infection. Deep neck space infection associated with filler injection is considered to be extremely rare, with the typical presentations of fever, swelling, local rise of temperature and tenderness, as seen in this patient. Satisfactory response to intravenous antibiotics confirmed the diagnosis. Although surgical drainage is the mainstay of therapy, conservative medical management does not increase mortality or length of hospitalization in uncomplicated cases. CT scan imaging was considered as a useful tool to differentiate deep neck space infections from non-infected facial swellings. Three dimensionally reconstructed CT scan images revealed the severity and extent of involvement, which was critical for treatment selection. The CT scan report in this case also indicated the location and distribution of the filler, and a three dimensional image reconstructed from the original CT data revealed the location and techniques adopted during the calcium hydroxylapatite filler injection. In conclusion, three dimensional CT reconstruction was a useful tool for the early diagnosis of this kind of infections, and it can also be used to reveal the filler injection sites and techniques. Literature article citation: jang cs, chen wc, fu jh, wu cs, wei kc. Facial cellulitis and ludwig's angina associated with calcium hydroxylapatite injection in an immunocompetent patient. Indian j dermatol venereol leprol 2016;82:112

Event description:
Follow up information was received on 08-jun-2018: the author reported that the patient was not injected with calcium hydroxylapatite in (B)(6). He had no information about the brand of the product.